Event description:
It was reported via repair work order that the fowler was functioning intermittently due to a faulty cpu board. It was further reported that the motion interrupt pan was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.